Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced into left atrium. Patient became hemodynamically instable. Hypotension was observed and cardiopulmonary resuscitation (CPR) was performed. Per the physician, hypotension was attributed to air embolism. The patient was stabilized and the procedure was proceeded. A mitraclip was successfully implanted. The mr was reduced to grade <1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported hypotension and ECG changes were likely cascading effects of the air embolism. The reported patient effect of embolism and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.